Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump. Reportedly, on (B)(6) 23 the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a (bg) of "high"; although specific value was not provided and reported diabetic keto acidosis (dka). Customer was treated with intravenous fluids of saline and insulin and "solu-cortef" drip, which resolved the issue, and there was no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, no response was received by the customer.